Manufacturer narrative:
No results available since no evaluation performed the monopolar curved scissors (mcs) tip cover accessory has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the instrument logs showed the mcs instrument (part #420179-22 / lot #n12200127-125) was replaced with another mcs instrument (part #420179-22 / lot #n10200323-991). The instrument logs confirmed both mcs instruments were used on (B)(6) 2020 with system (B)(4). Both mcs instruments were also used in subsequent procedures after the alleged event reported on this record. The mcs instrument (part #420179-22 / lot #n12200127-125) has 10 allotted uses and 5 lives left. In addition, a review of the site's complaint history identified no other complaints related to the mcs tip cover accessory. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during the da vinci-assisted partial nephrectomy surgical procedure, it was alleged that the mcs instrument arced. The mcs tip cover accessory was damaged due to arcing and had holes with no evidence or claim of user mishandling/misuse. Although there was no patient harm or injury, if this malfunction were to recur it could cause or contribute to an adverse event. At this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar instrument arced (no patient injury) and then got stuck in the psm. The site had to remove the whole arm with the trocar and instrument together as one piece. The site replaced the instrument and continued with the case. The procedure was completed as planned with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the system was inspected prior to use, and there were no errors when the system initially powered on. The arcing event occurred on a monopolar curved scissors (mcs) instrument. The mcs instrument and mcs tip cover accessory were inspected prior to use. The generator settings were cut 30 and coag 30. The surgeon was cauterizing tissue when the arcing event occurred. The customer confirmed there was no damage to the tissue. The tips of the mcs instrument did not collide with any other instrument or tool during the surgical procedure. There were no issues with the grounding pad. The energy leaked/arced from the mcs tip cover accessory area. The customer did not use an installation tool to install the mcs tip cover accessory, but electrolube was used. The mcs tip cover accessory was not installed beyond the orange surface, and the orange surface was not visible after installation. The mcs instrument and cannula were pulled out together as one piece after the arcing event. The customer noted there was a hole on the mcs tip cover accessory. The site replaced the mcs instrument and the mcs tip cover accessory and continued with the case. The customer confirmed the procedure was completed with no patient harm. It is unknown if the mcs instrument and/or mcs tip cover accessory will be returned for evaluation. There are no photographic images of the device(s) or a video recording of the procedure. The customer was not able to provide any patient-related information.